Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would not run and the electrical control unit damaged was damaged. It was further determined that the device failed pretest for check power with test bench, minimum 67.5 to 110 watt, check the oscillation/forward/reverse mode function, and check the attachment coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during pre-surgery testing it was observed that the small battery drive device did not work properly and stopped working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.